Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Reportedly post procedure, upon tightening the sutures after successfully advancing the knots to the vessel wall, hemostasis was not completely achieved and significant blood oozing remained. A surgical cut-down was performed, and hemostasis was achieved with a patch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appear to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.